Event description:
Report received from (B)(6) stating that the device experienced "heat." The device was not used during surgery. No injuries or medical intervention were reported. There was no additional info provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of that was confirmed. If additional info is received, a supplemental report will be sent. (B)(4).